Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo and a hemostatic valve blood leakage was observed. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Additional information was received. The section where the issue was observed was the hemostatic valve. The issue observed was leakage. The hemostatic valve did not dislodge inside the hub nor outside the hub. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was observed.

Manufacturer narrative:
During an internal review on 26-mar-2025, noted a correction to the 3500a initial. Under h11. Additional manufacturer narrative, should have included the following: the bwi product analysis lab received the device for evaluation on 25-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo and a hemostatic valve blood leakage was observed. The device evaluation was completed on 01-apr-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and functional tests were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve had a fissure. It was properly placed in conjunction with the brim cap and friction ring. The device was connected to a syringe for checking for any leakage: the hemostatic valve was leaking. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leakage issue reported was confirmed, as the condition of the valve could be related to the event reported. The potential cause of the fissure of the valve may be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 25-apr-2025, noted a correction to the 3500a follow-up #2 as h3. Device evaluated by manufacturer? Should have been processed as "yes". However, it was left blank. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).